Manufacturer narrative:
Reporter returned one oral-b brush head on (B)(6) 2016. Product investigation not yet initiated.

Event description:
Toothbrush head fell apart whilst being used [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refill dual action fell apart. He stated he was able to prevent the smaller part of the brush head from being swallowed. No symptoms developed.